Event description:
It was reported that this patient was in the critical care unit and had received multiple shocks. The patient developed a persistent wide complex rate that was not detected and the patient did not receive a shock. The strips were not provided so a possible device malfunction could not be ruled out. No adverse events were reported.